Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-48178.

Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per specification as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 112 mg/dl. Upon troubleshoot, insulin did not exit the insulin pump during a fixed prime and the device alarmed no delivery. Advised the customer that the alarm was caused by an infusion set or reservoir connection occlusion. Advised the customer to replaced the infusion set and reservoir. Nothing further reported.